Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for four low-speed treatments on a severely calcified left anterior descending (lad) artery. A dissection was observed after treatment with the oad. A sapphire balloon was used to treat the lesion. The perforation occurred after treatment with the balloon. Balloon tamponade was attempted. Two five minute inflations were unsuccessful in sealing the perforation. A covered stent was placed and successfully sealed the perforation. After, the patient's blood pressure started to drop and a pericardial tap was performed. The procedure was able to be successfully completed and the patient was in stable condition.